Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 134 mg/dl. Reportedly the customer was able to resume insulin with the existing cartridge. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 25-72 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.